Manufacturer narrative:
(B)(4): final device analysis of the lead revealed a short between circuits (dry condition). Visual observation noted the distal end was stretched. The outer insulation was broken between the electrode sleeves. Functional test noted a short circuit between #1 and 3. The short circuit was observed at the proximal end, near the #1 connector sleeve.

Manufacturer narrative:
Additional analysis noted that the spacing was acceptable on the distal end and unacceptable on the proximal end. It was noted that the distal tip was missing and bent and the insulation was separated. It was noted that under contacts 0 and 1 the wires were crossing over and the cross overs were visually confirmed on conductors 0,1 and 3.

Manufacturer narrative:
Further analysis of the lead found that a short was observed at the proximal end, near the #1 connector sleeve. It was noted that the distal end had conductor crossover. (B)(4).

Event description:
It was reported that during a stage one implant intra-operative testing of impedance with the twist lock cable showed, 1-3 combination had a short circuit. The lead was removed and replaced with a new one. This resolved the issue. The lead was also tested off the table, out of the brain, in saline after removal, using a different cable, and still showed a short circuit. The physician wanted the lead analyzed, and indicated the product was defective.